Manufacturer narrative:
Concomitant medical products: 8100, therapy date: (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that vecuronium was infusing on channel a, morphine on channel b, and versed with norepinephrine on channel c. When the user attempted to attach and start an additional fourth module, a communication error occurred on channel a and a channel error occurred on channel b. The pc unit was then turned off and reprogrammed. The patient experienced temporary variable blood pressures and oxygen desaturation and the vital signs stabilized after the infusions resumed. No other patient effects were reported.